Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 303mg/dl. It was stated that his blood glucose went up to 471mg/dl and hours later it dropped to 223mg/dl, customer then went to the hospital. They stabilized his glucose level. However, his blood glucose went up to 431mg/dl again and he went back to the hospital. The mother stated that his blood glucose is treated with an insulin drip. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to rum a manual prime and the insulin did exit. The mother declined to perform further testing since the alarm history revealed multiple error alarms. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with high stop current due to burn and damage components on the interface board. The device alarmed during the self test due to a faulty component at radio frequency board. However, the unit passed the basic occlusion, occlusion, prime, excessive no delivery alarm, and the displacement test. The device was received with scratched display window.